Manufacturer narrative:
The device was returned to olympus for inspection based on the results of the investigation, the probable cause of the alleged failure is due to electrical/electronic component problem identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the image on the bronchovideoscope blacked out during angulation. No patients were involved.